Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot and mother bulk lot. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Customer reporting false positive reactions with forward portions of mts abd/rev grouping cards lot # 072815037-08 exp 6/15/2016. Report 4 of 4: according to customer, four different samples showed positive reactions in microwells,when those wells should have been negative. (Customer stated all samples had previous blood type history). Reactions were positive (2-3+), when the expected results were supposed to be negative. For three samples, the patients' previous blood types were group o, but customer claimed they saw positive reactions with anti-b microwell, (forward portion) and the reverse typing as group o. With the fourth sample, the patients' previous blood type was group a, but customer stated they saw a positive reaction in anti-b microwell, with reverse type as group a. Because of abo discrepancies, testing was repeated using different card, same lot # using the same red cell suspension. All reactions were negative as expected. Customer further added that when foils were removed prior to testing, they saw a higher degree of bubbles underneath the foil, possibly causing the false positive reactions seen. Customer stated that when the technician removed the foil more gently upon repeat, there were no abo discrepancy noted. Customer confirmed no erroneous results were reported due to this issue. Issue started on: (B)(6) 2015, reported 12.18.2015. Frequency: 4x. Methodology used: manual gel, reaction grade obtained: 2+-3+, customer was expecting: negative, test repeated: yes, result obtained by repeating: negative. Reagent/protocol-handling (reagent, cards, cassettes): ok. No indication of the shipment being misoriented. No physical issues noted with lot. Customer states they passed visual inspection. Foil is securely adhered and the reagent liquid levels are adequate. The gel cards are stored at room temperature prior to testing. No equipment failures have occurred. Customer has three sleeves of cards in inventory and wants credit. Refused to use remaining gel cards. Stated daily qc testing was acceptable. Ocd reviewed method of removal of foil to possible minimize false positive reactions in gel cards.